Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving morphine (1.00 mg/ml at 6.289 mg/day) via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the pump had "shut down as the patient is having symptoms." The hcp stated they wanted to bring the patient in tothe office to fill the pump with saline and have a representative present to see if they could get the pump started. It was clarified that the patient had stated that the pump had been "shutting down." The pump logs had not been read and no alarms had been reported. It was noted the patient was experiencing withdrawal. A device manufacturer representative called back later to report that the pump logs had been read. They indicated the patient was due for a refill on (B)(6) 2018 and the expected reservoir volume was 3.8 ml. The patient had attempted to use their personal therapy manager (ptm) on (B)(6) 2018 and the boluses were successful but there was no therapeutic benefit. The patient was in the emergency room at the time of the call and was in withdrawal. No pump alarm events were noted in the pump logs or pump status. Further troubleshooting steps were discussed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.